Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Corrected data: b5 - a back up lens was implanted during initial surgery on (B)(6) 2020, should be corrected to "a back up lens was implanted during a separate surgery on (B)(6) 2020. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a vicm5 12.6, -06.00 diopter, implantable collamer lens tore before/during loading. Reportedly, "the lens was damaged because it was caught between the cartridge and ftp. No patient contact. A backup lens was implanted during initial surgery on (B)(6) 2020, this resolved the problem. Cause of the event is reported as unknown.